Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient presented with acute anemia, a hemoglobin of 6.1 g/dl, and guaiac positive stools. Inr was supratherapeutic. Hemodynamics were reportedly stable. Iron panel was found to be consistent with iron deficiency anemia. At the time of the event the patient¿s anticoagulation was aspirin and warfarin. The patient was admitted with gastrointestinal bleeding and received unspecified blood transfusion. The event was reported to have resolved on (B)(6)2018.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.